Event description:
The following information was reported: the patient was anticoagulated with protamine prior to the procedure. A mynx ace device was deployed. Immediately right after the technician removed, his hand from the initial hold of 5 minutes a hematoma greater than 6 cm in size was noted. The hematoma was resolved with 30 minutes of manual pressure. The patient was discharged the same day with no further complications noted. Procedure type: intervention peripheral vessel size: 6 mm stick location: right femoral artery.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. (B)(4). Note: pi number is unknown as the lot number was not provided.